Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient was on a school bus and woke up on the floor of the bus. The other riders alerted the condition to the bus driver and the driver pulled over to call the ambulance. The patient reported quivering badly post shock. It is not known exactly how long from the shock or post shock pacing delivery to the time of the patient being fully conscious. Upon interrogation the patient was fully congitive. It was noted that the subcutaneous implantable cardioverter defibrillator (s-ICD) appropriate treated for polymorphic ventricular tachycardia (vt). There was intermittent oversensing, but appropriate treatment. However, post shock, there was asystolic like marker on the electrocardiogram and the device was not observed to post shock pace due to noise. Boston scientific technical services (ts) was consulted and reviewed the electrocardiogram. Upon review it was noted that the polymorphic vt was treated with an 80 joule shock. 11 seconds prior to post shock pacing, pacing inhibition occurred due to oversensing of noise. The s-ICD then delivered 12 post shock paces at 50 beats per minute. The post shock pacing terminated due to observed sensed intervals and asystole marker data was observed for 12 seconds. After which, 46 seconds of intermittent noise was detected. The heart rate then stabilized at a rate of 59 beats per minute. Ts noted there was a total of approximately 86 seconds prior to stabilization of the patient's heart rate post shock. Ts also noted that the smartpass feature had disabled as part of the episode activity. Smartpass was observed to be on in last latitude transmission. Ts recommended device replacement, given the unique post shock symptoms and marker documentation that was noted to be consistent with asystole. Subsequently the s-ICD and electrode were explanted three days later and replaced with a single chamber implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported.

Event description:
It was reported that the patient was on a school bus and woke up on the floor of the bus. The other riders alerted the condition to the bus driver and the driver pulled over to call the ambulance. The patient reported quivering badly post shock. It is not known exactly how long from the shock or post shock pacing delivery to the time of the patient being fully conscious. Upon interrogation the patient was fully cognitive. It was noted that the subcutaneous implantable cardioverter defibrillator (s-ICD) appropriate treated for polymorphic ventricular tachycardia (vt). There was intermittent oversensing, but appropriate treatment. However, post shock, there was asystolic like marker on the electrocardiogram and the device was not observed to post shock pace due to noise. Boston scientific technical services (ts) was consulted and reviewed the electrocardiogram. Upon review it was noted that the polymorphic vt was treated with an 80 joule shock. 11 seconds prior to post shock pacing, pacing inhibition occurred due to oversensing of noise. The s-ICD then delivered 12 post shock paces at 50 beats per minute. The post shock pacing terminated due to observed sensed intervals and asystole marker data was observed for 12 seconds. After which, 46 seconds of intermittent noise was detected. The heart rate then stabilized at a rate of 59 beats per minute. Ts noted there was a total of approximately 86 seconds prior to stabilization of the patient's heart rate post shock. Ts also noted that the smartpass feature had disabled as part of the episode activity. Smartpass was observed to be on in last latitude transmission. Ts recommended device replacement, given the unique post shock symptoms and marker documentation that was noted to be consistent with asystole. Subsequently the s-ICD and electrode were explanted three days later and replaced with a single chamber implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported.